Event description:
Complainant alleged, during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.